Event description:
It was reported when using the bd pyxis¿ medbank, the drawers did not open. The customer reported that the malfunction occurred when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers did not open. A field service engineer reset the cubex app, which fixed the issue. The system functioned as intended after the field service engineer repaired the device.